Event description:
It was reported that the patient experienced difficulty charging the ipg. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred a few weeks ago from the date the manufacturer was made aware.